Manufacturer narrative:
There are previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 09/19/2024, this complaint record was being investigated under protocol 6 phase 2 addendum backlog to address the backlog of products returned from protocol 6 phase 1 backlog. Where it was discovered that the pump had a flow rate issue it was higher than expected. No report patient was involved.